Manufacturer narrative:
Investigation is not complete. Event code is addressed in the package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This literature source did not provide info on the implantation dates, nor dates of complications. This report will be updated when the investigation is complete. This event occurred in (B) (6).

Event description:
Per article "avanta versus swanson silicone implants in the mcp joint--a prospective, randomized comparison of 30 pts followed for 2 yrs", in the j hand surg br. 2005 feb;30(1):8-13., moller k, sollerman c, geijer m, kopylov p, and tagil m. Report "fracture of the silicone spacer occurred with 8 swanson implants."